Event description:
On (B)(6) 2012, the patient contacted animas and stated that when he awoke at 6am, the pump was shut off. The patient reportedly changed out the battery and the pump powered on. During the phone call with customer support (cs), the patient stated that he was inspecting the pump and noted a crack in the battery compartment that does not meet the top of the battery casing. The patient denied noticing the damage prior to the phone call with cs. The patient denied corrosion or damage to the battery cap; the battery cap was reportedly 6 months old and the patient stated that he did not see the yellow o-ring. It is unknown as to whether or not the visible damaged caused or contributed to the reported power issue with the pump. There was no patient impact associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2012 with the following findings: visual inspection confirmed that the battery compartment is cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A review of the black box verified that rebooting had occurred on (B)(6) 2012. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete investigation. The test cap was able to secure appropriately to the pump with no visible yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.